Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate antitachycardia pacing (atp) due to incorrect interpretation of signal. No discriminators were applied when the device supraventricular tachycardia (svt) upper limit was set to the same as configuration zone vt-2. Programming changes were suggested. No patient¿s symptoms were reported.